Manufacturer narrative:
While it is unk if the sporox ii used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental material are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. A DHR review was conducted with no anomalies noted.

Event description:
It was reported that a staff member experienced an allergic reaction after soaking instruments in sporox ii. The staff member was wearing gloves, goggles, and a mask at the time. Within two to three minutes, a rash formed at the top of the gloves and spread up the arms and to the neck, face, and legs. The rash was covered with a bandage and the staff member took benadryl to alleviate the symptoms, which lasted approx 1.5 days.